Event description:
It was reported by the customer's wife that the patient experienced low to high glucose readings all the time. The customer had a glucose reading of 41 mg/dl and was told to go with the bolus dose but the insulin pump still delivered a full unit of insulin. The customer's wife also stated the insulin pump did not alarm to state a low blood glucose reading. Offered troubleshooting but the customer's wife declined and will just ask for replacement if needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.